Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was explanted for premature battery depletion and code 1003, which is indicative of battery voltage too low for the projected remaining capacity. No additional adverse patient effects were reported.